Event description:
It was reported that the patient expired. It was reported that the causes of death were cardiorespiratory arrest, acute myocardial infarction, hypothyroidism and sigmoid cancer status post surgery. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.